Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer having poor image quality. The transducer was returned, and an investigation was performed. It was found that the cause of the transducer problem was manufacturing issue with the coaxial cables. The cable assembly manufacturer had changed the manufacturing process through a CAPA. This transducer was manufactured prior to the corrective action. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer produced a very poor quality image. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon but with no results.